Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image disappears. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was damage on the charged coupled device unit for which the scope communication error and image disappearing were most likely from. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a scope communication error code (e216). The issue was found during inspection for use. There were no reports of patient involvement.